Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012054718); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012054718); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, the initial deployment was attempted at a depth of 4 mm; however, the valve frame appeared underexpanded. The valve was recaptured into the delivery catheter system. Upon recapture, an infold in the valve frame was observed. Subsequently, the valve was withdrawn from the patient. A balloon aortic valvuloplasty (bav) was performed. Following the bav, a new valve was used for successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.